Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014; due to lack of auditory percepts as a result of the electrode array not being inserted into the basal turn of the cochlea. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
This report filed july 15, 2014.